Event description:
Surgeon using endo stitch suturing device to close the vaginal cuff. When surgeon was toggling between tissues the needle broke into 2 pieces. One piece was found to be in the endo stitch. The other was missing. Flat place x-ray taken and needle was visualized. General surgeon was called in and needle piece was removed.